Event description:
It was reported that, during the implant procedure, the patient had multiple inappropriate shocks. A magnet was placed over the pulse generator, but the shocks continued. A call was made to technical services. Technical services advised to reposition the magnet over the device. The device had been implanted deep. Once the magnet was pushed down over the device, the shocks stopped. An x-ray was done and reviewed. The x-ray confirmed good electrode insertion into the header. Technical services reviewed the electrogram data and advised the shocks were likely due to air entrapment. The system remains implanted. There were no additional adverse patient effects.